Event description:
It was reported that approximately 1 month following the implant of this transcatheter bioprosthetic aortic valve diagnostic testing identified mild-moderate paravalvular leak (pvl). No treatment reported. No patient complications were reported as a result of this event. The pvl had not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Additionally, scientific/medical info supports that the malfunction would not cause /contribute to death/serious injury. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received which indicated that the diagnostic testing at the 30-day follow-up was a transthoracic echocardiogram (tte). The paravalvular leak (pvl) was identified as mild pvl and not mild-moderate pvl as previously reported.